Event description:
A surgeon reports a haptic detached from the optic following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens. A different lens model was implanted and the patient had a good outcome.